Event description:
It was reported that when a device was used during a low anterior resection, the device had incompleted staple formation when fired. The surgeon sutured the anastomosis by hand to complete the case. There was no further consequence to the patient.